Event description:
It was reported that the customer received an a33 alarm from his insulin pump. His blood glucose reading was 167 mg/dl. Standard rewind and prime troubleshooting was performed. It was discovered that the insulin pump was jostled prior to the a33 alarm and that the drive support cap was protruding. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The product is being returned. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.